Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out of range shocking impedance measurement. The physician checked the patient in the office and everything appeared fine. The patient went home and another high out of range shock impedance measurement occurred. Boston scientific technical services (ts) recommended testing the lead but the physician has decided to monitor the patient for now. There were no adverse patient effects reported.

Event description:
Additional information was received that this device and rv lead continue to exhibit high out of range shocking impedance measurements and continue to be monitored.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating that the right ventricular (rv) lead was surgically abandoned due to the high out-of-range shocking impedance measurements. The physician electively explanted and replaced the device at the same procedure. No additional adverse patient effects were reported.